Manufacturer narrative:
Additional information was received that the patient underwent a second explant procedure. It was noted that the patient had an open wound infection and there were no cultures taken. The patient was doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 16570714/17200853, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's infection was at the battery site and was not device related.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No device malfunction was suspected.